Event description:
The customer reported the inability to retrieve pt image data. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The user was able to resolve the issue by rebooting the system. System log files were downloaded and sent for evaluation. The system was tested and found to be working as intended and put back into service.